Event description:
Equipment failure: patient underwent c-section, during the lap/instrument (physical and manual) count was completed and correct. Scan count started with one lap inside of abdomen. The scan was completed/cleared with lap in abdomen (lap was undetected by scanner). Radiofrequency x-ray performed and revealed lap detected. Additional scanner/test performed after skin closure with lap on top of abdomen, the lap was detected. Equipment removed from the operating room. Room scanner ward sn-(B)(4) / refn (B)(4); body pad sn-(B)(4) / refn (B)(4); and console sn-(B)(4) / refn (B)(4)). FDA safety report ID # (B)(4).